Event description:
As reported via a literature article (young dae cho ,et al. ¿stent-assisted coil embolization of wide-necked posterior inferior cerebellar artery aneurysms¿, interventional neuroradiology, (2013): 55:877-882) a patient (patient #5) who had presented with a subarachnoid hemorrhage developed an asymptomatic thrombus after placement of an enterprise stent (lot and catalog number unknown) and unknown coils into the saccular posterior inferior cerebellar artery aneurysm. The enterprise was implanted by jailed technique. The patient had not received any form of antiplatelet therapy and was not given an anticoagulant during the procedure. The thrombus resolved with intra-arterial tirofiban infusion (0.75mg) and 12 hours of intravenous tirofiban maintenance. The glascow outcome scale at time of discharge was 5 (good recovery).

Manufacturer narrative:
Concomitant medical products: tirofiban. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was not available for analysis. In addition, the lot number was not provided; therefore, a review of manufacturing documentation could not be performed. Stent thrombosis is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use (IFU). There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. The IFU outlines that the enterprise vrd is generally contraindicated in patients in whom antiplatelet and/or anticoagulation therapy is contraindicated and further states that the use of the enterprise vrd in patients in whom antiplatelet and/or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with an subarachnoid hemorrhage may have contributed to the event. Therefore, no corrective actions will be taken at this time.